Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -10.00 diopter, implantable collamer lens was implanted upside down on (B)(6) 2021. The lens was explanted within the same surgery and the problem resolved. Cause of event is unknown.